Event description:
A 8mm x 28mm length medtronic ave flexible biliary stent was inserted into a target lesion in the left iliac artery. It is unknown if the lesion was predilated. The iliac artery was moderately calcified but the morphology and percent of stenosis is unknown. During deployment of the stent, the balloon was inflated to 5atm of pressure, when the balloon burst. As a result of the balloon burst, the stent was only partially deployed. The burst balloon was successfully removed without complications and another angioplasty balloon was used to expand the stent and treat the lesion. The target lesion was successfully treated and there was no add'l clinical sequelae reported relative to the event. Device history record review revealed no issues relevant to the complaint.